Event description:
Patient reported via breast implant follow-up study (bifs) "not enough milk production and excess pain". The event of "excess pain" was not device-related as it was deemed as secondary to the inability to breast feed. Healthcare professional later reported right side rupture and capsular contracture baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. Correction to h6 adverse event problem in the initial medwatch: un-reporting e1402 breast discomfort/pain as it was determined to be not device-related. The events of "breastfeeding difficulties" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade IV; "not enough milk production" was previously reported but was not indicated as a reason for reoperation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
Patient reported " not enough milk production and excess pain". This record is for the right side. Device was explanted.